Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurements greater than 2,000 ohms detected via the patient remote monitoring system. The field representative was unable to provide further information on this case. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.